Event description:
Had surgery to repair a hernia and 6 weeks later, the bard mesh failed and I had to have another surgery to repair the first one. I was in the hospital for 8 days from many complications pertaining to the mesh failure. Event not abated after use stopped.